Manufacturer narrative:
The returned sample was returned to the manufacturer for evaluation and inspected at 10x microscope magnification. Visual inspection revealed that the lens was received cut off into two pieces with some scratches observed. A substance that appeared to be viscoelastic (ovd) was observed on the lens. Visual inspection revealed surface residuals on the lens. Both haptics did not have any visual defects. The lens condition is consistent with a lens that was inserted and removed from the patient¿s eye. In addition a used cartridge was received. A scarce amount of viscoelastic was observed in this cartridge. No further testing was able to be performed. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 11/18/2014 a review of the manufacturing records was performed. All process operations presented in the manufacturing record were in compliance with manufacturing instructions specifications. No deviation or non-conformance report (ncr) related to the customer's report was generated. The lens met all manufacturing specifications prior to release. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported to the amo sales representative that during insertion of the intraocular lens (iol), the haptic tore the capsule bag of patient¿s left eye. It was noted that haptic came out straight instead of curved and ripped the posterior capsule. Lens was removed by cutting it out. Replacement lens was placed in the sulcus to complete the procedure. Incision was enlarged but vitrectomy was not performed. No patient complications were reported. No further information has been provided.

Manufacturer narrative:
Concomitant product: platinum inserter, serial number unknown and platinum cartridge 1mtec30, lot unknown. (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.